Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz roller pump 85. The incident occurred in london, united kingdom. The serial read-out of the involved pump (real time device parameters and setting recording file) was extracted and analyzed. In the date of the event, error code 2353 was recorded. Error code 2353 indicates that a safety measure in the control unit is defective. The issue is most likely associated with a faulty of the motor head (hall sensor) or motor control board (hms). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz roller pump 85, used as suction pump, gave the following error message: "suction 3 pump issue (replace suction 3 pump after case)" during procedure. There was no patient injury.

Manufacturer narrative:
H11: complaints database review revealed no further similar issues reported for involved unit. No concerning trend was detected for the reported failure mode. Based on available evidence, the event root cause could be traced back to an isolated event of temporary communication issue with the pump resolver on the hms motor control board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.